Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The la pressure at the time of the implant was 21. A 30mm watchman closure device & delivery system was advanced to the laa via a watchman access system. The device was initially positioned too distal and a partial recapture was successfully performed. The device was deployed again and after passing release criteria, including several tug tests, the device was released in the laa. However, upon release, the closure device embolized into the left atrium, left ventricle and then the descending aorta. The device was retrieved via the left femoral artery using a14fr introducer sheath, a snare and a forceps. The device was removed and a 33mm watchman laa closure device was then successfully implanted. No further patient complications were reported and the patient status is stable and the outcome was reported as good.